Manufacturer narrative:
In previous report the "problem code grid" was given as material integrity problem which is now updated/corrected along with "evaluation method code" and "conclusion code" were also updated for non-uno device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event. The patient is alleging cancer and chronic obstructive pulmonary disease (copd). At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.